Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was taken out of the trocar and the active blade fell off. The blade fell off outside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 2/19/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.